Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient's son that the patient expired. Upon device interrogation, two vf episodes were noted, but only one egm was stored. In the first episode, intermittent undersensing was observed due to degradation/variability of the vf rhythm, which caused the device to return to sinus. Towards the end of the episode, the second vf episode trigger was noted. Due to limitation of egm space, the conclusion of the second vf episode was not captured, but the diagnostics revealed that one 36-j shock was delivered. The physician is not sure if ventricular undersensing was the cause of patient death.

Manufacturer narrative:
The reported field event of undersensing was confirmed in the laboratory during a review of device electrogram. The device was tested on the bench using automated testing equipment, and no anomalies were found. The cause of the reported undersensing could not be determined.